Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in emergency room with symptoms of heart failure. Device interrogation did not show any anomalies. Echo cardiogram revealed the ventricular lead had perforated the right ventricular apex. The lead was explanted and replaced. The patient was doing fine post procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct follow-up report - 2. Should have been yes.